Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4). Visual inspection of the lens showed the lens stuck in the cartridge and there was no visible damage to the delivery devices.

Event description:
The surgeon attempted to implant a silicone lens model aa4204vf. The facility stated the lens was stuck in the cartridge while advancing. The lens was not implanted and there was no pt injury. It is unk if there was a product malfunction.